Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary nurses are unable to locate the patient within their unit. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that patient showing as admitted on es server, unit 2e, room 0215. A technical support specialist, confirmed with customer that the patient now appearing on the device and customer can be able to remove the medication for the patient. The system functioned as intended after the technical support specialist troubleshooted the device.